Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 did not seem like it was cauterizing as it should and when changed out to a new hp2 cauterization was normal. It passed the pre-cautery test. The beeping sound was heard when the toggle was pulled back to activate the device. Power setting at 3. It is unknown if any troubleshooting was done. Unknown how long it took device to time out. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/12/2025. An investigation was conducted on 10/02/2025. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device failed the pre-cautery test. It did not produce visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device was unable to transected the tissue five (5) times. No additional testing was conducted due to the device unable to transect the tissue. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was b confirmed. A manufacturing engineering evaluation was conducted on 14nov2025. A electrical evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The reported failure of "failure to cut" was not confirmed. A visual inspection was performed. The device showed signs of clinical use. During the evaluation of the device, it was observed that the failure mode "bent shaft tip" was confirmed. The damage to the shaft tip indicates that the damage most likely occurred when an external force was applied to the jaws causing the shaft tip to bend. Conclusion: the manufacturing engineering evaluation performed on november 14, 2025 determined that the reported failure mode "failure to cut" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and it was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The evaluation also determined that the analyzed failure mode "bent shaft tip" was confirmed and the most probable root cause was user error due to an external force applied on the jaws that caused the shaft tip to bend. The lot # 3000494110 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.